Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they were implanted on tuesday for bladder. The day after surgery they only went to the bathroom 6 times all day from 7pm the night before until 9: 55am the second day. On the(B)(6) they went 4 times and this morning their frequency increased and they were going hourly. Patient was having some urgency and one time had a little dribble but haven't had accidents like they did before. They also reported tenderness when sitting or laying and this morning when they got into their recliner they felt like they were pulling a needle out of their butt but the feeling was transient. Patient also noticed their feet were a little swollen which may have been from IV fluids but they just didn't have a good day and was nauseated from the antibiotic they were taking called cipro. They got sick from the antibiotic and the inside of their mouth was irritated so they changed patient to a different antibiotic. Reviewed therapy considerations, possible positional changes to stim sensation and post surgical expectations. Patient plans to follow up with their manufacturer representative before making any programming changes but stated they felt reassured after speaking with patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that they had an appointment with the urologist later today because they were still not on the right program and they didn't know how long it was going to be for they to be on the correct program. Patient confirmed that they changed the program last week over the phone and they increased the intensity to 1.9 before bedtime and they had to turn it back down in the middle of the night because the intensity was way too intense and it was waking them up and they could feel their stomach vibrating and everything. Patient called the healthcare provider on friday and they called the patient back this morning and they told the patient to come in this morning at 10: 45am and they want to do a program change or something. Patient service reviewed with the patient that each program was different for each patient and that the doctor would be the one who designed the programs. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned being frustrated for the permanent device not working for them and they want to find a solution.